Event description:
A peritoneal dialysis (pd) patient's caretaker reported a fluid leak associated with pd treatment. There was fluid discovered when the cassette was removed after cancelling treatment. There was no harm reported in the initial call to technical services. Patient does know how to do manual treatments. Multiple attempts were made to gather additional information, but no data was acquired. A sample cycler is not available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. The system air leak test failed. Failure traced to a clogged hp3 filter. Replaced hp3 filter. The system air leak test passed. Pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported a fluid leak associated with pd treatment. There was fluid discovered when the cassette was removed after cancelling treatment. There was no harm reported in the initial call to technical services. Patient does know how to do manual treatments. Multiple attempts were made to gather additional information, but no data was acquired. A sample cycler is not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.